Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of no audible alarm. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/15/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician could not verify the reported issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states that the enteral feeding pump did not alarm for the rotor test. There was no patient involvement information available.